Event description:
Per the clinic, the patient developed an infection and a subsequent partial extrusion of the device. The patient was treated with IV antibiotics (date not reported), however, the infection could not be resolved. The device was explanted on (B)(6), 2010. There are no plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
(B)(4).